Event description:
The doctor implanted the lens then realized there was a tear in the capsule and a vitrectomy need to be performed. The cause for the capsule tear was not provided. The lens was removed and the patient referred to a retina specialist.

Manufacturer narrative:
See MDR 1920664-2010-00101 for the delivery device used with this intraocular lens.